Event description:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed. After removal from the patient, the plug had not detached from the exoseal vcd. Manual compression was used to achieve hemostasis. There was no reported patient injury. One exoseal device was used for the patient. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The exoseal vascular closure device (vcd) and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and they were retracted together until the indicator window changed to solid black. When depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at that time. The indicator window did not show any red color during retraction. There was no attempt to deploy the device outside of the patient¿s body. The procedure was performed using a retrograde approach. The exoseal vcd was used in an interventional procedure. Angiography confirmed the suitability of the femoral artery, including confirmation that the insertion angle of the vascular sheath introducer was 30¿45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm, and there was no visible calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no access vessel tortuosity. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to the procedure. Prior to use of the exoseal vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified in the use of exoseal vcd. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.